Event description:
Event description boston scientific received information that this left ventricular lead had sustained a fracture. Therefore, the lead was removed from service and was replaced without further incident.